Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with centerp iece having spinal therapy for lumbar rupture fracture. It was reported that the vertebral body was replaced with a vertebral body in the order from posterior to anterior for lumbar vertebral rupture fracture. When using the t3, it started to be idle and could no longer jack up. There was a delay of less than 60 minutes in overall procedure. Levels implanted- l2. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis #(B)(4):part # 436125c, lot # ca22b013 visual and optical inspection revealed the teeth of the centerpiece have been damaged/stripped. The damage to the teeth is consistent with overload during attempted jacking up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.